Event description:
It was reported that during a routine check-up, testing showed that the device had malfunctioned. No significant changes in the patient's hearing ability had been reported.

Manufacturer narrative:
The device has not yet been explanted. If it should be, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.